Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the pin at the distal end of the screwdriver is bent. This is 2 of 2 reports for the same event, complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on going; no conclusion can be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found. (B)(4). Placeholder.